Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a rise in pacing impedance measurements from 400 to 1000 ohms. All other rv lead measurements were stable. Later in time, surgical intervention was performed and the rv lead was abandoned and replaced as a precautionary measure. No additional adverse patient effects were reported.